Event description:
This device was returned with oos documentation from biotronik rep. Per oos, this device could not be interrogated. Magnet application resulted in no observed output. This device was removed, and not replaced with a biotronik product.